Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed by field evaluation. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the surgeon called the intuitive surgical, inc. (Isi) technical support engineer (tse) regarding a repeated recoverable fault on universal surgical manipulator (usm) 2. Prior to calling in, the customer restarted the system without success. The customer decided to disable the usm. The surgeon wanted to know if they could proceed with 3 usms. The tse explained that the error was localized on usm 3, and that there should be no impact on the rest of the system's functions. The surgeon proceeded with the case. The live logs were showing error 32101 pointing to an issue with the proximal set up joint (psuj). The procedure was completing as planned with no reported injury. Isi contacted the site and obtained the following additional information regarding this event: the system was not inspected before the procedure, but there was no system error when switched on or when deploying the usms. The problem presented before starting the procedure during patient docking. The procedure was carried out with 3 usms by deactivating the defective usm.

Manufacturer narrative:
The proximal setup joint (suj) has been returned and evaluated by the failure analysis team. The error was replicated and confirmed when it failed the node check on the functional test platform. Troubleshooting was performed and the golden fiber was applied and the proximal suj then passed all tests. Error 32101 points to the axes controller setup (acu).

Event description:
Refer to h10/h11 for follow-up information.